Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on her insulin pump. Customer was damp after coming in from the ocean and the device may have been exposed to moisture. Customer's blood glucose is 186 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.